Event description:
During a pvc (premature ventricular contraction) ablation, while the patient was in bigeminy, after mapping the area, the ablation catheter alarmed for high impedance. A new ablation catheter was opened. Procedure was completed without any further complications.